Manufacturer narrative:
(B)(4). Please note that device reported is an optease/trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. That filter is still in place, and recent studies confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot. The extent of the device failure has not been fully documented by the patient's treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Plaintiff will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information was received from medical records that the patient was initially admitted with recurrent deep venous thrombosis on adequate anticoagulation. She also had cellulitis treated with antibiotics. She was afebrile for greater than 48 hours with white blood count trending down. It was planned to place an optional ivc (inferior vena cava) filter. Digital subtraction angiography of the ivc was performed. There was no evidence of thrombus. An optease was deployed in the immediate infrarenal position. However, after deployment, the filter continued to migrate downward with the tip sitting right at the tip of the ivc bifurcation. The filter was retrieved with a 10f retrieval catheter. Then a second optease filter was inserted and then deployed with the tip of the filter above the lowest renal vein. The filter was deployed successfully. Repeat angiography showed the filter in good position with no significant tilt. A patient profile form (ppf) received indicates the first (initial) filter at implant tilted. The patient also reported that the second filter is in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. It is unable to be retrieved but no documented attempts noted. The patient also suffers from daily anxiety and panic about the dangers of device failure. She also worries that the filter will migrate and she will die.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient was admitted with recurrent deep venous thrombosis on adequate anticoagulation. She also had cellulitis treated with antibiotics. Angiography of the ivc was performed and revealed no evidence of thrombus. An optease was deployed in the immediate infrarenal position. However, after deployment, the filter continued to migrate downward with the tip sitting right at the tip of the ivc bifurcation. The filter was retrieved with a 10f retrieval catheter. Then a second optease filter was inserted and deployed with the tip of the filter above the lowest renal vein. The filter was deployed successfully. Repeat angiography showed the filter in good position with no significant tilt. The extent of the device failure has not been fully documented by the patient's treating medical provider(s). Per the patient profile form (ppf), the first (initial) filter tilted at implant. The patient reported that the second filter is unable to be retrieved but no documented attempts noted. The patient also suffers from daily anxiety and panic. The filter devices are unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an amended patient profile form (ppf) states that in reference to the currently implanted filter (the second filter) the patient experienced thrombosis of the right atrium, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient continues to experience worry, panic and anxiety. The patient became aware of the reported events approximately one years and two months after the index procedure.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was recurrent deep venous thrombosis while on adequate anticoagulation. At this time, cellulitis was treated with antibiotics. Venocavogram revealed no thrombus in the ivc and the filter was deployed in the immediate infrarenal position. However, after deployment, the filter migrated downward with the tip sitting right at the tip of the ivc bifurcation. The filter was retrieved with a 10f retrieval catheter. Then a second optease filter was deployed with the tip of the filter above the lowest renal vein. The second filter was deployed successfully. Repeat angiography showed the filter in good position with no significant tilt. Per the patient profile form (ppf), the patient reports the first filter was tilted at implantation, thrombosis of the right atrium, blood clots, clotting and/or occlusion of the ivc related to the second filter and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.